Event description:
Customer reported a failed battery test alarm. The blood glucose reading was 229 mg/dl. Customer was assisted in clearing the alarm and instructed to check the battery cap for damage. She stated that the contacts were not missing or damaged and that the battery spring and compartment were not damaged or corroded. Customer was advised to clean the battery cap contacts and insert a new battery. She did not receive the alarm again but stated that the screen went blank. She stated that the insulin pump had not been dropped or bumped and showed no signs of physical damage. The self test did not pass. Nothing further was reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms or blank display was noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.